Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the preparation for a tracheal dilation procedure, a balloon rupture occurred. It was reported that during preparation the sterling over-the-wire was inflated and ruptured. The duration, number of inflations and atms are unknown. The procedure was completed with another sterling over-the-wire. There were no patient complications or injuries reported. The patient status is listed as not applicable.